Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips that the ventilator had a screen failure. It was reported that the unit was in clinical use when the issue occurred however, there was no patient or user harm reported.

Manufacturer narrative:
Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
It was reported to philips that the ventilator had a screen failure. It was reported that the unit was in clinical use when the issue occurred however, there was no patient or user harm reported.

Manufacturer narrative:
Additional information was received indicating that the unit was not in patient use at the time of the reported event. There was no patient harm or injury associated with this event. The device is out of the warranty period and the customer has declined philips¿s service; therefore, no evaluation or repair could be performed by philips. The unit remains at the customer's site. Insufficient information is available to determine if the device failed to meet product specifications. If additional information becomes available at a later date, a supplemental report will be submitted.